Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon the interrogation, the patient's right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.